Manufacturer narrative:
Device is combination product. Device evaluated by MFR: examination of the returned device revealed the stent delivery system was received with the product mandrel and balloon protector in the as-manufactured position on the device. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The hypotube was fractured 25cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The hypotube was kinked 23cm from the strain relief. During product analysis the hypotube fractured at the location of the kink. No other damage or irregularities were noted with the remainder of the device. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013.it was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion.vascular access was obtained via a femoral artery. The 90% stenosed, de novo, concentrically shaped target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The 2.5x32mm lesion was noted to have a significant bend of >45 and <90 degrees. Pre-dilation was performed with an unspecified balloon catheter. The 2.5x32mm taxus liberte stent system was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable. However, device analysis revealed a shaft break.